Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter would not hold charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the power issue began on the morning of (B)(6) 2016. He stated that he manages his diabetes with humulin m3 insulin (self-adjuster). The patient claimed that in response to the alleged meter issue, his ¿readings were higher than normal¿ and on (B)(6) 2016 at 8 am, he increased his insulin from 25 units to 30 units. The patient denied developing any physical symptoms, and there is no evidence the patient received any medical treatment. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time and there was no indication of misuse of the product. The csr noted that the patient was charging the meter until the charge complete message appeared. The csr documented that based on the information provided, the battery did not need replacing. The csr noted the patient did not have control solution. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.